Manufacturer narrative:
(B)(4) date sent: 2/16/2016. Information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information was the safety removed prior to firing? It was reported yes. Was the device unable to be fired at all? No. It was reported that it could be squeezed down a little but not ¿plastic to plastic¿ and the device did not cut the tissue. Was the device able to be partially fired? Yes. If the device was partially fired: what confirmation was received that the device was fully fired? No. The surgeon did not receive any signal indicating that the device was fully fired. Did the device staple? They were not deployed but the staples were seen out of the deck a little. Was the staple line complete? No. The staples were not deployed to the tissue. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight. Did the device cut? No. Was the cut line fully circumferential around the target tissue? There was no cut line. If the device fully cut, were all tissue layers present in both donuts when inspected? No information given. What was the appearance of the donuts? No information given the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a low anterior resection procedure, the trigger of the device could not be squeezed down. For the sake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.